Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the doctor experienced difficulties while in the quad step due to insufficient vacuum during a cataract procedure. The procedure was completed without patient harm.

Manufacturer narrative:
The system was manufactured on april 10, 2006. Based on quality assurance assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The returned cassette sample was visually and functionally tested and passed testing. No aspiration issues were found during testing. There have been no additional complaints reported against the finish goods lot number. The device history record (DHR) shows the product was released per specifications. The root cause cannot be determined conclusively. (B)(4).